Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a proximal pancreaticduodenectomy procedure. The device was used on the stomach and then on the small intestine. On the firing to the small intestine, the surgeon felt something wrong in firing and confirmed that the staples placed to the tissue were not formed at all. The sales rep was called and noticed that the anvil was missing. Searched the operating room thoroughly but could not find it. The staples placed to the specimen of the stomach were also not formed. Additional tissue resection was required due to the issue. There was tissue damage. There was less than 200 cc of bleeding due to the issue. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.